Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically compressed. The distal lv (left ventricular) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant. Analysis found the helix distorted/compressed/extrinsic. Therefore, the helix was unable to be deployed.

Event description:
It was reported that during attempted implant of the right atrial (ra) lead the helix was unable to be deployed. Therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.